Event description:
Resistance was encountered when the physician attempted to deploy the stent at the aneurym neck that resulted in the delivery system moving proximally to the lesion and sub-optimal stent deployment. A second stent was successfully implanted to cover the aneurysm neck. The physician related the event to the severely tortuous anatomy. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for analysis. From the information provided, the physician felt that the tortuousity of the anatomy was the cause of the suboptimal stent placement. Based on the investigaton, it was concluded that operational context was the most likely cause of the reported event.

Manufacturer narrative:
(B)(6). Additional information from the user facility stated that due to the severely tortuous anatomy, difficulty had been encountered advancing the stent delivery system to the aneurysm and resistance was felt between the stabilizer and microdelivery catheter during stent deployment at the aneurysm neck.

Event description:
Resistance was encountered when the physician attempted to deploy the stent at the aneurym neck that resulted in the delivery system moving proximally to the lesion and sub-optimal stent deployment. A second stent was successfully implanted to cover the aneurysm neck. The physician related the event to the severely tortuous anatomy. There was no clinical consequence to the patient.